Event description:
During an initial implant procedure, the header of the device was unable to connect to the right ventricular (rv) lead. A new device was used to connect the rv lead and the same issue occurred. The device and rv lead were then explanted and replaced to resolve the event. The patient is stable.